Manufacturer narrative:
The tibial insert and patellar component can not be evaluated for the reported wear and patella loosening as they have not been returned to co but rather have been discarded by the hospital. A review of the device history records found that no discrepancies were reported during MFR.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert and patella. Loosening of the patella was also evident. The tibial baseplate was also removed at this time and replaced with a compatible revision component.